Event description:
Pt reported an alleged "leak in band system." The pt stated they had regular fills until they moved away from their surgeon and now there isn't a surgeon that will accept the pt where the pt lives. The pt had a recent fill at a "fill center" and believes they have a leak in their band system. The pt said the pt contacted their original surgeon and their surgeon said the pt needs a dye test.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."